Manufacturer narrative:
During inspection and testing of the device, the lack of ultrasound medium was possibly due to a leak from the device. In addition, service also found abnormal ultrasonic images. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time; however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The subject device was returned to olympus from a user facility with no alleged complaint. During receipt inspection, it was found that the waterproof cap was missing and could not be washed. Upon further inspection and testing of the device, it was observed that there was a lack of ultrasound medium within the device. This report is being submitted for the malfunction found during evaluation (lack of ultrasound medium). There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, the ultrasonic medium leaked and the ultrasonic image could not be displayed because of the occurrence of a perforation in the sheath. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection 2. Carefully run your fingertips over the entire length of the insertion tube. Inspect for any protrusions, bends, leakage of ultrasonic propagation fluid medium or other irregularities." Olympus will continue to monitor field performance for this device.